Event description:
It was reported that a patient experienced "withdrawal type symptoms" shortly after having a pump replaced. The hcp found a small hole in the catheter just distal to the sutureless connector. The hcp cut off the catheter just distal to that hole and reattached the connector. It was reported that the patient was doing well since the hole was discovered. Additional information was requested and will be reported if it becomes available.

Manufacturer narrative:
(B)(4).